Manufacturer narrative:
Per a good faith effort (gfe) response received, it was confirmed that the device was not in patient use when the reported issue was discovered. It was also confirmed that the locking caster was ordered and replaced to resolve the reported issue. The device successfully passed performance specification testing after the repair was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator¿s stand indicating that the caster wheel is clicking and catching brake. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A replacement v60 stand locking caster has been ordered.